Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a coronary angiogram diagnostic procedure. Reportedly, the plunger was removed without a suture, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: during the investigation, the plunger was easily removed from the device without any observable resistance. The suture was returned intact and there was no indication that the suture might have been dragged through the suture bearing or device while retracting the needle plunger which could have contributed to difficult plunger removal. Also, there was no indication that the anterior cuff was captured within the suture knot which could have contributed to difficulty retracting the plunger. No manufacturing or quality deficiency was detected. An analysis of the returned device could not confirm the reported difficult plunger removal. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the device problem was the plunger would not pull out.